Event description:
This report is based on information provided by philips remote service personnel and will be investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that an ECG disabled event occurred during a daily equipment check. There was no patient involvement reported, therefore no patient or user health consequences occurred.